Manufacturer narrative:
(B)(4). Additional information: did the issue occur pre-operative or intra-operative? ---intra-operative. Was this the initial use of the device? ---yes. How long has the surgeon been using this device? ---no information. What other devices were used in conjunction with the device? ---no information. Was the sales rep present during the event? ---no. The instrument was returned for analysis intact but without the spacer on the device. The returned device had a cut in the balloon. The shape and location indicate a cut. The lot number on the complaint was listed unknown, packaging in the returned had a label with a lot number. The batch history records were reviewed by clinical innovations with no anomalies noted.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic procedure, as the balloon was not expanded, the device could not hold on the patient. When the doctor checked the device, the balloon was burst. Another device was used to complete the case. There were no adverse consequences to the patient.